Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no atrial output, >1990 ohms lead impedance, and continued increase of atrial thresholds. After explant, a "dark connection between atrial and ventrical channel was observed."